Event description:
It was reported, the customer had calibration errors on their insulin pump. Customer also reported requiring emergency medical assistance due to a low blood glucose event. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.